Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the a40 merge message had not resolved the duplicate records. A technical support specialist (tss) dialed into server and discovered that two separate primary ids existed, each with its own visit ID. The customer mentioned that the attempts to send a merge message had failed, and review showed that the a40 merge message had not been sent to bd because the msh 4 field lacked a required value. The interface team explained the hl7 merge related message types, a40 was used to merge two patients that already existed in es, a42 was used to merge visits when the target mrn could either exist or not exist, a45 moved a visit to another medical record number (mrn) under similar conditions, a47 changed a patients identifier when the target mrn did not previously exist in es, and a50 updated or changed an existing visit number. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, several patients were merged in epic. However, both primary ids remained admitted in the system and continued to share the same visit ID in pyxis. As a result, one of the primary ID and visit ID combinations had to be manually discharged. The customer was seeking to understand why the merge message did not correctly resolve the duplicate patient accounts in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, several patients were merged in epic. However, both primary ids remained admitted in the system and continued to share the same visit ID in pyxis. As a result, one of the primary ID and visit ID combinations had to be manually discharged. The customer was seeking to understand why the merge message did not correctly resolve the duplicate patient accounts in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.